Manufacturer narrative:
(B)(4). Date sent 9/30/2024. D4 batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the product code of the stapler used? Was the gst60d used on the pulmonary trunk? Is this the surgeon usual process to use a gst60d as this is not a vascular device? Any abnormalities while firing the device? Was there any ability to assess staple form during the re-operation? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent lobectomy due to lung shadowing, during the operation, the doctor used an electric laparoscopic linear cutting stapler and a nail chamber to cut and anastomosis the lung tissue for the patient, the process was smooth, after the operation, the patient was transferred to the recovery room for observation, the patient's vital signs were stable, his consciousness was gradually awake, and he was conscious for about 3-4 minutes, the patient suddenly appeared hemorrhagic shock and cardiac arrest. The second operation was urgently opened, and the full-thickness dehiscence of the pulmonary trunk stump in the middle and lower lobes was found, and the doctor immediately sutured and rescued. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2024.